Event description:
Patient was scanned on siemens scanner h for cta/ctp stroke. Exam was completed initially as planned. When trying to build the reconstructions for the perfusion, the scanner would not allow the recons to process or send to pacs. Rapid server was called and they were unable to help because the images would not send to the rapid sever. The radiologist was unable to read the perfusion study due to the images not being able to send to pacs. The patient was transferred to the ed to repeat the CT perfusion study. The referring clinician states that due to this delay the patient needed to be intubated in the ed, causing an unplanned adverse effect and delay of care to the patient.